Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/09/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness, inflammation and blisters extending beyond the patch perimeter, which occurred 2 days after the sensor had been inserted in the arm. The patient's back of the arm started to turn red a day after insertion. The patient removed the sensor when he noticed the swelling. The patient was taken by his daughter to the hospital on (B)(6) 2024 as redness and swelling appeared to get worse. The swelling reached elbows then knuckles to the fingertips, the skin was very tight. At the hospital the patient was treated with intravenous (IV) rocephin for 2 days (antibiotic). After 2 days rocephin via IV, the reaction didn't improve. So the patient was treated with vancomycin (antibiotic) and it helped with the swelling. The patient was also treated with ceftin (antibiotic). They performed computed tomography (CT) scans and sonogram to check for blood clot and they did not find any. They performed a blood culture and nothing grew. The patient stayed at the hospital until (B)(6) 2024. At the time of the report the patient's arm was still swollen but getting better. The reaction was treated with a prescription of doxycycline (oral antibiotic) 100 mg 2 times a day for 7 days and to keep arm elevated. At the time of the report the patient's forearm had blisters. No photo was provided. At the time of contact, it was indicated that the patient was okay. No additional event or patient information is available.